Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in a shunt in a moderately tortuous and moderately calcified vessel. A 6.00mmx2.0cmx50cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon third inflation at 10 atmospheres for 5 seconds. The balloon was removed from the patient's body without any problem using the normal method and the procedure was completed with another of the same device. No complications were reported and the patient was in good condition after the procedure.